Event description:
It was reported that during an unknown procedure, the distal tip of the device malfunctioned. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Additional information: which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Unknown. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torque or twisting of the device present at the time of firing? Unknown. Was any unexpected resistance felt while firing the trigger? Unknown. Were any unexpected noises heard? Unknown. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown. The analysis results found that the device was received and with a clip jammed in the jaws and with the right ramp jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. No incident related to the reported event was observed during the batch record review.